Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient struggled to get good coupling between the recharger unit and their implantable neurostimulator (ins). Specifically, when the patient tried to recharge, they had to move the recharger 40-50 times and lay hard against the bed to get good coupling. The patient tried to charge their ins 2 weeks ago and again today but both times they were ¿struggling¿. It was noted that they had to press on the antenna to get good coupling that it made their hip hurt. The patient stated that they used to get all 8 coupling boxes shaded and now they had to work ¿real hard¿ to get 3-4. The patient also stated that they normally got ¿0¿. It was reported that the patient fell back in the winter and again on (b)(60 2014 where they twisted and felt that the ins may have moved in their back. The patient after the fall on (b)(60 2014, they tried recharging the ins and this is when they noticed the coupling issue. The patient stated that they had pain that shoots through their back and ¿knocks her down¿ which causes them to fall. The patient also noted that normally they ere able to catch themselves but was unable to this time. In addition, it was noted that the pain had been going on since the ins was implanted in 2010. The patient could feel the implant but ¿it¿s so far in there that it¿s hard to find¿. It was noted that the patient did not have any troubles communicating using the programmer. The patient reported that they didn¿t usually wear a belt to recharge and would just hold the antenna and press against the ins. The patient stated that they never looked to see if there was swelling over the ins site. The patient then used the antenna locator feature and, on the first try got 6 coupling boxes. On the second try they got 0 and on the third try the patient got 0 coupling boxes shaded, the patient tried calling their healthcare professional (hcp) but was told to call the manufacturer. Additional information received 2 days later reported that the patient fell on the (B)(6) and felt that the ¿ins twisted/moved¿ and had trouble charging since then. The patient stated that it took them 20 minutes for them to establish coupling so that they could get a charge. It was noted that the hcp instructed the patient to contact the manufacturer to have a representative come out to meet with the both of them. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).